Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ the patient outcome was reviewed by abiomed's medical safety officer. There is no enough evidence to exclude the impella device as an associated factor to the outcome. There was report of sepsis, and the impella device cannot be ruled out.

Event description:
The user facility reported that the impella 5.5 had numerous suction alarms occurring over p-7. A decision was made to use tee to determine position of impella given cvp was 11. On tee, the position was noted to be 6.4cm deep. The physician elected to pull the device back about 1.5 cm under tee guidance, measured at 4.7 cm. It was further reported that faulty positioning metric was causing the aic to sense that the impella 5.5 was in the aorta. Confirmation of position under tee revealed the impella was in the correct spot and was not abutted against other structures in the heart. Repositioning was done to optimal position did not have an effect on the alarm. The alarm was resolved by disabling position metrics. It was further reported that care was withdrawn and the patient expired.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue, infection, and positioning issue has been completed. Data logs were reviewed and the positioning alarms were confirmed and concentration of alarms. Returned product was investigated, and all 5s parameters were within specification when connected to a lab console and passed laser continuity testing. There were no abnormalities with returned product, the root cause of the optical signal issue could not be determined. Since insufficient clinical details were provided regarding how the pump came out of position and returned product had no abnormalities, the root cause of the positioning issues could not be determined. Because this evidence has not been provided, the root cause of the infection cannot be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-28558. D9 device returned to manufacturer date added. H3 device evaluated by manufacturer updated as the initial manufacture report stated no product return which is incorrect. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28558.